Event description:
It has been reported to philips that the allura system would not turn on. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. The fse identified that the actual cause was the issue was with the host pc. The fse replaced the host pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.